Event description:
During a lap prostatectomy procedure, the device would not work. When the instrument was cleaned, the blade tip broke off. Another instrument was used to complete the procedure with no patient consequence.